Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a routine follow up exam and upon interrogation the rv lead failed to capture at max output.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the procedure, low r-waves were observed. Patient was asymptomatic. The lead was explanted and replaced with no complications. The patient was in good condition.